Event description:
It was reported that an occlusion alarm occurred. No reported impact to the customer¿s blood glucose level. Ultimately, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation: however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.